Event description:
As reported by the user facility (translation of user facility information by (B)(4)): the pump has not released the product to the desired speed - not all chemotherapy administered.

Manufacturer narrative:
This report has been identified as (B)(4). No sample is available for investigation. We have informed our production site accordingly. A follow-up report will be provided after the statement is available.